Event description:
It was reported that the right ventricular lead exhibited loss of capture and asystole of less than two seconds. The patient was hospitalized as a result. The device and leads remain in service. No additional adverse patient effects were reported.